Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the instrument was reported for an unknown reason. Did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual inspection revealed deep scratches on the overall surface of bipolar trl retaining clip 28, where mostly of the scratches are on the distal portions of device, near the pin holes. Also, both distal portions were found broken, showing only the middle portion of one pin hole and the other pin hole still completed. Broken fragments were not returned for evaluation. Scratches observed are consistent with other tools and hard edges coming in contact with the device. And the breakage was consistent with a component failure that was caused by exposure to unintended forces over the material. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the bipolar trl retaining clip 28 would contribute to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The instrument was reported for an unknown reason. Did not happen in surgery.